Manufacturer narrative:
A correction has been made to the customer's blood glucose, from 25 mg/dl to 50 mg/dl.

Event description:
The customer reported via phone that her blood glucose level dropped to 50 mg/dl and went up to 400 mg/dl. The customer took a bolus to treat her high blood glucose level and ate cereal to treat her low blood glucose level. The insulin pump alarmed calibration error. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that her blood glucose level dropped to 25 mg/dl and went up to 400 mg/dl. The customer took a bolus to treat her high blood glucose level and ate cereal to treat her low blood glucose level. The insulin pump alarmed calibration error. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 49 mg/dl value properly from glucose meter. No unexpected bad sensor or change sensor alarms noted. No cal error alerts noted during testing. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.